Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during fill. During troubleshooting, it was noted that the connection with the heater bag was loose and had disconnected. The power was cycled to clear the alarm and the patient planned to start therapy over using new supplies. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the cassette line and a supply bag is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.